Event description:
Device issue: difficult to deploy-foot, needle-to-cuff miss, difficult to retract-foot. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the footplate was deployed, the initial pullback was felt and then the device moved back again with continued pressure. The needle plunger was removed and a needle was not captured by a cuff. During foot retraction, difficulty was encountered. The device was removed with an assertive pull. Manual compression was applied to achieve hemostasis and a non-abbott mechanical pressure device was used overnight. There were no reported patient adverse effects. The patient was discharged the next day. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): patient selection - (B)(4): the device is returning, but has not yet been received.